Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy bag and a fever. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. Three days after the onset, the patient began treatment with 1 gram cefazolin ip daily, and 500mg cipro twice a day orally for peritonitis. Three weeks later, treatment with cefazolin and cipro was discontinued. In the month after the onset of peritonitis, the patient was recovered. Pd therapy was ongoing. Additional information was not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).